Manufacturer narrative:
The suspect device will not be returned to the manufacturer. The lot 25060152 and 26010140 were provided via shipping records. All possible lots for this complaint were reviewed. The lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device was not returned thus the failure mode was not confirmed through failure analysis. This adverse event was reviewed by stryker perpiheral vascular med affairs and the available information reasonably suggests the stryker pv device may have contributed to the patient's clinical deterioration through distal clot embolization.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. The patient presented with extensive iliac and infrarenal inferior vena cava (ivc) thrombus. Following the first pass, the patient experienced acute clinical deterioration, including a drop in oxygen saturation and increase in heart rate and medical intervention was required. Thrombectomy procedure was not completed, and no further patient consequences were reported.